Event description:
It was reported that during a video assisted thoracic surgery, the device delivered an incomplete staple line. The add'l 3 devices would not accept reloads after initial firings. There was no adverse consequence to the pt.